Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that there was intermittent loss of capture in the ventricle occurring over several days. Loss of capture was also seen on the atrial lead and the device was reported to not be pacing. The leads and device were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4): performance data collected from the device was analyzed and found an increase in impedance increase to 3950 on both leads. Possible loss of capture seen on (B)(4) trend.